Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information about the patient and event. It was reported the patient was female. The patient has fully recovered. Physician¿s opinion regarding the cause of the patient event is that it was procedure related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30387772m number, and no internal action related to the complaint was found during review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed pericardial effusion requiring no interventions but prolonged hospitalization. During the procedure steam pop occurred while ablating. Post-procedure, pericardial effusion was confirmed. No medical/surgical intervention was required. Patient was sent to follow up observation and required prolonged hospitalization. Patient was later discharged and was reported in stable condition. The physician¿s commented that from the carto 3 data, it was confirmed a sharp rise in impedance, but there was no predictor of steam pop before it occurred. There is a possibility that the catheter had enter the groove due to the way the catheter was applied. After the physician felt uncomfortable due to the steam pop, he said that he did not know the causal relationship because he did not visually confirm whether there was a problem with the catheter. The reported high impedance issue is not MDR reportable since the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.